Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient seemed to be getting random electrical impulses all over her body and some of the pulses hurt. The stimulation was uncomfortable and she felt jolts. She informed the healthcare professional (hcp) about this and the hcp said he had not heard of this. There was no trauma or fall that could be related to this issue. The patient was going to try decreasing stimulation to see if that would help. The issues had been occurring since implant, on (B)(6) 2016.

Event description:
Additional information received later indicated that the random electrical impulse/jolt was not resolved. The patient went back to the health care provider and he stated there was no connection to the jolt the patient was experiencing but time will tell.

Event description:
Additional information received from the patient reported that the random electrical impulses and jolts were not resolved. She thought they would resolve when the permanent implant was placed, but they did not. She also turned stimulation down to 1.9, but they were still there. She had not been back to the doctor yet due to unrelated personal issues. When those issues were resolved, she would call the doctor.

Event description:
Additional information was received from the patient. They reported that they would receive ''little electrical impulses' through their body. They stated stimulation was turned down to 0.0 and this was still occurring; the amplitude was set to 0.0 but stimulation was still in the on position. They then turned stimulation off and it was noted that they would monitor the electrical impulses and follow up with the doctor as needed. They stated that they are due to have the stimulator replaced in (B)(6), but they do not have a doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.